Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ syringe with luer-slip tip and pre-attached needle has been found experiencing 84 occurrences of packaging issues and seven instances of containing foreign matter before use. The following has been provided by the initial reporter: 1 torn package during the kit assembly caused by the not well defined pre-cut, 2 spots on the blister and on the device.

Event description:
It has been reported that the bd emerald¿ syringe with luer-slip tip and pre-attached needle has been found experiencing 84 occurrences of packaging issues and seven instances of containing foreign matter before use. The following has been provided by the initial reporter: 1 torn package during the kit assembly caused by the not well defined pre-cut 2 spot on the blister and on the device.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided samples and photos for catalog 307737 lot 1905312 to investigate for this record. The broken package issue was identified as defect cutting of the blister. The foreign matter was also identified as stains in the package. As a result, bd was able to verify the reported issue. The foreign matter is composed by black particles coming from the dyes of the primary packaging machine. When bd produces the attached needle product (an), bd must change the dyes to allow the packaging of this an product. After this change, bd runs the machine scraping product for a time, trying to remove every foreign particle which could remain in the blister after the startup of the machine. In this case, this protocol was not performed correctly, and some black particles were present in the blister, producing the reported issue. The reported defect of defective cutting of the blisters was produced in the primary packaging machine. This machine has a cutting system and in this stage the different strips are cut. The non-conformance was produced due to a punctual failure of the cutting system. The blades of the cutting system did not work as expected so it produced the existence of different uncut blisters, which produced difficulties to open the blister. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce emerald syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence. Conclusion: failure during the scrapping protocol for an product dye change. Defective cutting due to a punctual failure in the blades of the cutting system. H3 other text : see section h.10.